Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. Threshold measurements were also noted to have increased slightly to 2v. Technical services (ts) was consulted and discussed this could be due to changes in lead tissue interface with the tip electrode due to scar tissue of calcification. Ts recommended to contue to monitor. No adverse patient effects were reported. At this time, this lead remains in service.